Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implant procedure, the patient's vital signs dropped, and the patient was placed on a ventilator and intra-aortic balloon pump. There were four attempts made to place a leadless implantable pulse generator (ipg), and it was noted that the patient's right atrium and right ventricle were relatively small. The device was successfully deployed with two of the four tines engaged, however high thresholds were exhibited. When attempting to recapture and reposition the device, the device could not fit onto the capture cone, and several attempts were made before the device could make contact. The physician then pressed the delivery system deployment button, however the button was too hard to retrieve the device. After the second attempt, the catheter was retracted into the atrium, and the tether was pulled. The device was disengaged from the deployment site, but it was caught near the tricuspid valve. Although the device was fit onto the cone by pulling the tether in the atrium, the device cup was too firm to retract the device into it. The physician pulled the catheter back to the inferior vena cava and tried again, but could not get the device in the cup. Finally, another retrieval attempt was made by pulling the device into the sheath, and the device was finally withdrawn into the cup without any resistance. When the catheter and the device were removed from the sheath, there was tissue caught in the retrieval head, which was determined to be associated with the tricuspid valve. The physician judged that recurrence of the same event should be avoided, and thus replaced the leadless implantable pulse generator (ipg) system with a transvenous pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had developed shock due to hypoxemia; and had acute left cardiac failure. Percutaneous cardiopulmonary support was introduced, however renal dysfunction worsened and hemodialysis was started. It was noted that edema became remarkable and jaundice had also appeared. The patient experienced multiple organ dysfunction and ultimately died.